Event description:
The customer reported that a falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an advia centaur cp immunoassay system. The erroneous result was reported to the physician(s). Two hours later, the patient¿s blood was redrawn, and the new sample was processed on the same instrument. The result was inconsistent with the prior sample result. Then, the latter sample was repeated in duplicate on the original instrument and the repeat results recovered higher. Next, the first sample was repeated on the original instrument and the sample recovered lower. Then, both samples were repeated on the non-siemens instrument and recovered lower than the erroneous results. The repeat results from the non-siemens instrument were considered correct and reported to the physician(s). The customer mentioned that inconsistent tnih results were obtained on samples from other patients but did not provide the associated patient data. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated high-sensitivity troponin I (tnih) results were obtained on a patient sample on an advia centaur cp immunoassay system. Quality control (qc) was valid prior to sample processing. The customer performed a precision check using qc, which recovered acceptably. It was determined that the reagent probe (rp) was bent. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, performed total service and preventative maintenance, replaced the rp, rp tubing, and the bubble detector sensor assembly, and ran qc, which recovered acceptably. Siemens further evaluated the event and concluded that the system malfunction, addressed with the service actions above, potentially contributed to the falsely elevated tnih results. The instrument is performing according to specifications. No further evaluation of this device is required.